Event description:
It was reported that a spectrum iq pump had an unspecified failure during an unknown process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device was tested for upstream and downstream occlusion and passed all testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The only issue found with the device was a low audio condition. The cause was identified to be a loose speaker on the rear case. The rear case requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.